Event description:
Event description guidant received information that this pacemaker exhibited an out of range message and could not be fully interrogated with the programmer. The clinician connected the patient to an ECG monitor, revealing a rate of 95ppm. It could not be determined if this was a paced or intrinsic rate.